Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files captured no notable events or alarms. The pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the reason for the low flow controller was due to the left ventricular recovery to 50%. The left ventricular end-diastolic diameter (lvedd) was normal as of (B)(6) 2025 and the patient had recurrent low flow alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted after calling with low flow alarms that were happening due to hypertension and poor oral intake. Ramp study was performed with echocardiogram, normal biventricular filling pressure, and preserved cardiac output. Aortic valve opens with every beat, septum midline. There was a concern for right ventricular dysfunction, left ventricular assist device (lvad) speed dropped to 4800rpm. Transthoracic echocardiography (tte) showed ejection fraction (ef) was at 50-55%, right ventricle was found to be moderately dilated with systolic function moderately reduced. Moderate tricuspid regurgitation. Guideline-directed medical therapy (gdmt) was optimized and lvad speed was decreased.